Event description:
The patient¿s age was unknown, but was a male. The target lesion was mid left anterior descending artery. The lesion was a de novo and slightly calcified, but was not tortuous. There was 90% stenosis. It was an elective case. A guidewire crossed the lesion and cypher (2.5/13mm: complaint product) was delivered to the target lesion for direct stenting. When the cypher was inflated up to 11atm, the pressure of the inflation device decreased. The physician suspected balloon rupture and so deflated the balloon. Then, the stent delivery system of the cypher was retrieved from the patient and post-dilation was conducted with a balloon catheter (dura star) to further dilate the cypher stent. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The y-connector used for the procedure was copilot (abbott¿s). The contrast media used for the procedure was iopamidol and the contrast to saline ratio was 1:1 or 1:1.5. There was no friction during the delivery to the target lesion.

Manufacturer narrative:
Guidewire: fielder fc, sion, guide catheter: heartrail ii 6f il3.5, balloon catheter: dura star, sheath: terumo's. The product has been received for evaluation. However, the engineering analysis is not yet completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One non-sterile 2.5/13mm cypher select + (B)(4) was returned for analysis. The shaft was bent in two areas; this may be related to the way the unit was sent for the analysis (coiled in a bag). The balloon had been inflated. During function testing, a balloon leak was detected near the distal marker band. Sem analysis found no evidence of internal or external surface material damage, nor was any other surface anomaly found that could have caused the failure; a failure initiation site could not be determined. The marker bands exhibited no anomalies. The unit was reviewed by the pet and the controls in the manufacturing process were assessed (crimp & pack, first inspection, bumping & leak test, stent placement, final inspection & leak test and functional testing). Based on this assessment, it was concluded that adequate process controls are available at the crimp & pack manufacturing operation to detect balloon damages and/ or leaks. (B)(4). The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The complaint was confirmed; however there are no indications that this is related to the manufacturing process. Although the exact cause of the balloon burst could not be conclusively determined, it is possible that vessel/lesion characteristics and procedural factors (no pre-dilation) may have contributed to the event. No corrective actions will be taken this time.